Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified mid circumflex artery. A 3.5 x 28 mm xience v was advanced to the lesion and deployed when a dissection occurred. The dissection was treated with an unknown stent. The procedure was completed at this time. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for failure to advance from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for evaluation. A follow up report will be submitted with all relevant information.

Event description:
Subsequent information received states that a dissection did not occur and the device simply did not cross the lesion.